Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. The hcp called stating that they wanted someone to come to their facility to check on a "fentanyl pain pump that is malfunctioning." It was noted that the hcp was not certain that the pump actually contained fentanyl. The hcp stated that the patient presented to the hospital yesterday with encephalopathy, altered mental status, and ¿other symptoms.¿ the hcp was unsure if the pump was actively alarming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.